Manufacturer narrative:
This product is manufactured in the (B)(4) but is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -6.0/+3.5/175 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to a low vault. The lens was exchanged for a longer lens but the problem was not resolved. The patient's post-op best-corrected visual acuity (bcva) was 20/25.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. Corrected information: (B)(4) should be included. (B)(4) code not applicable, should be under patient code. Claim # (B)(4).